Event description:
It was reported that the onset/diagnosis of infection was questioned as five days post op. Peri-operative antibiotics had been administered. The patient experienced redness, drainage and incisional wound opening. The primary location of the infection was the device pocket. A culture was obtained from the device pocket; the organism was unknown. There was no meningitis. IV antibiotics were administered.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an infection and had been to the hospital four times since the pump replacement in 2011. A "(B)(6)" was detected within 5 days after the pump implant; the pump implant site swells and splits open. Patient was hospitalized in the months of (B)(6); it was stated that the pump was removed and cleaned and replaced in (B)(6) (MFR device registration system shows the pump implant in (B)(6)). Patient was working with an infectious disease physician and was on vancomycin 2g twice daily through an IV pick line. It was stated that the pump therapy was life changing for the patient and patient didn't want to go without his pump because it works well for him. Per reporter the healthcare provider (hcp) was planning to take the pump out, clean it and re-implant it again. Drugs delivered via the device were bupivacaine, morphine and clonidine. It was later reported that patient had history of mrsa and the pump was removed.

Manufacturer narrative:
Catheter: model/serial #: unk, implant/explant: unk; catheter: model: 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly found. The catheter was incomplete; returned in segments. Analysis of the catheter revealed no significant anomaly found.